Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during the procedure. While firing the stapler, it did not fire smoothly. When the reload was removed, there were broken staples observed. There was poor staple formation. The bronchial staple line was questionable and reinforced with suture. Surgical intervention was necessary because the staple line had to be reinforced with suture. No known impact or consequence to patient.